Event description:
Indwelling left femoral tracker 10 catheter placed through 4 french simmons 1 guide catheter for thrombolysis. Left in pt overnight for use in am. Later found the tracker 10 to be severed at the y-adapter and the 3-way stopcock. No harm to pt.